Event description:
Customer reported an over infusion of magnesium. Customer stated magnesium 4 games/100ml was programmed as a primary infusion to infuse over four hours, but the entire bag infused in 30 minutes. There was no report of pt harm and no medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed for the reported magnesium over infusion. Customer stated that device will not be returned. The devices were not requested, therefore the event logs are unavailable. Discussion with customer determined the issue is associated with their data set and the auto population of the infusion duration field. Stated they were reviewing programming with the users and enforcing the duration field be reviewed prior to starting an infusion.